Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a laparoscopic choledocholithotomy procedure, the tip of the shaft melted and the abdominal cavity was filled with the smoke. There was no tissue damage or patient injury. Nothing fell into the patient's cavity. No bleeding occurred. The device was removed from the patient and another device was opened to complete the procedure

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. Replication of the secondary damage may occur if the instrument is used improperly. The instructions for use for this product states: when using electro-cautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).